Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral tavr procedure, the first 26mm sapien valve was positioned 60:40 aortic; however, during deployment the valve moved and was deployed 95:5 aortic. The post deployment echocardiogram (tee) showed significant paravalvular leak (pvl). The second 26mm sapien valve was deployed in a more ventricular position (60:40) within the first valve, resulting in no central aortic insufficiency or pvl. The patient remained stable throughout the procedure with a systolic blood pressure in the 110's. The aortic deployment was attributed to the patient¿s bulky calcium which lifted the valve on deployment despite the surgeon's attempts to stabilize the retroflex 3 delivery system. Per report, the patient¿s aortic valve was severely (bulky) calcified and the aortic root was mildly calcified. The patient did not have ventricular septal hypertrophy or mitral annular calcification (mac), the ejection fraction was 30%, the sinotubular junction (stj) measured 30mm and the sinus of valsalva (sov) measured 36mm. Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, device malposition and paravalvular leak requiring intervention are known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac), and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, although it cannot be confirmed, the 95:5 aortic deployment and subsequent pvl was attributed to the patient¿s bulky calcium which lifted the valve on deployment despite the surgeon's attempts to stabilize the retroflex 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.